Event description:
The initial report stated that the device handle jammed and could not be reopened while on tissue. The device was pulled off of tissue with no tearing, no bleeding and no pt injury. Upon receipt of the device, a visual inspection showed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.